Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use, a bd luer-lok¿ syringe was found with ¿foreign debris in the hub.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Date of event: (B)(6) 2018. DHR review could not be performed due to unknown batch #. One 3ml loose assembled syringe was received by bd (B)(4) from an unknown batch #. It was visually evaluated. The barrel had numerous instances of embedded foreign matter. The efm was found at the flange, the body and the collar of the barrel ¿ over 10 individual spots in all. Even though it poses no risk to consumer and is a cosmetic defect, the defect is rejectable based on the size of the embedded fm observed in the sample. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up.